Manufacturer narrative:
The technician found the bed is an a version and all of the brake linkage is broken or worn. The technician advised the account to rebuild the brake system or replace the base frame which would contain a newer brake version. The account decided to replace the base frame. A new base frame will be sent to the account to repair the bed.

Event description:
The account alleged the bed is stuck in brake.